Event description:
The reporter contacted animas on (B)(6) 2013 stating that the pump was delivering a steady stream of insulin when performing the priming step. This report is made based on the indication of a possible load step malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump¿s history showed no evidence of pump not primed or no cartridge detected warnings. During testing, the pump was able to perform the rewind, load cartridge, and prime steps successfully with no alarms. A force sensor calibration confirmed that the sensor was detecting the correct force. The pump was opened and no damage was found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.